Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water sachet is shriveled up and does not have enough water in it to lubricate the catheter for insertion. The complainant allegedly attempted to insert the catheter and could not get the catheter to drain urine. The complainant stated that he removed the catheter and replaced it with a new catheter without impact.

Manufacturer narrative:
Received 5 unopened magic3 catheters in the original packaging. The water volume inside the water packs were measured and five of the five water packs were found to be within specification for water volume. The specification for a 4ml water pack is 3.7 to 4.3ml of water. The water pack samples that were returned measured between 4.0 to 4.3ml of water. The complaint could not be confirmed, as all of the water packs were within specification for water volume. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. The catheter is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." (B)(4).

Event description:
It was reported that the water sachet is shriveled up and does not have enough water in it to lubricate the catheter for insertion. The complainant allegedly attempted to insert the catheter and could not get the catheter to drain urine. The complainant stated that he removed the catheter and replaced it with a new catheter without impact.